Event description:
On (B)(6) 2008 - pot placed in left subclavian vein for chemotherapy access. Port found nonfunctioning. Study showed compression of catheter between left 1st rib and clavicular head. On (B)(6) 2008 - pt returned to her operating room for removal of nonfunctioning port. Cath found to be transected approx half of its diameter. New port placed.